Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
As reported through the web pas clinical study: recurrent basilar apex aneurysm. Angiogram demonstrated recurrence of basilar apex aneurysm. There is a planned retreatment in a few weeks, plan will be for balloon assisted coiling. Patient is alive and waiting for retreatment. The event was assessed to have a causal relation to the study device, and a possible relation to the index procedure a study disease. No technical events or adverse events were reported following the index procedure.